Event description:
It was reported that a physician was using a pacific plus pta balloon catheter to treat a lesion in a patient. It was reported that the physician encountered difficulties removing the device following balloon inflation and post inflation the balloon would not pass through the sheath when attempting to retrieve the device from the patient. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Results: based on the information available, no root cause can be determined, no device returned for evaluation. Conclusion: based on the information available, no root cause can be determined. (B)(4).